Manufacturer narrative:
Product event summary: analysis found no anomalies. Further review prompted a change in the device analysis results.

Event description:
It was reported by the customer that the external pulse generator (epg) could not be tested for the impedance measurement. The epg was sent for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found no anomalies.

Event description:
It was reported by the customer that the external pulse generator (epg) could not be tested for the impedance measurement. The epg was sent for service. No patient complications have been reported as a result of this event.